Manufacturer narrative:
Information has been requested but unknown at this time. Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer was unable to provide serial number for the unit. The customer cleaned the contact points on the scope and proceeded to power off the clv-190 but not the cv-190 when switching the scope. Tac advised the customer that both the cv-190 and clv-190 must be powered off prior to connecting or disconnecting the scope. The customer mentioned that the scope with the b30 error works fine on another cart. Tac advised the customer to exchange the clv-190 and retest. A follow up was made and the customer confirmed that the issue was with a particular scope which was sent in for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source has a b30 error with multiple 190 series scopes. The event occurred during preparation for use. A similar device was used for the procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Since the user identified that the problem was scope related, it is presumed that there was no abnormal with the subject device. It is assumed that the communication between the scope and the subject device failed due to an abnormal electrical contact of the scope, and that the error was notified. Olympus will continue to monitor complaints for this device.